Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a myocardial infarction. Due to this, noise was oversensed by the device and inappropriately delivered a shock. This put the patient in ventricular tachycardia. Further evaluation of the patient was discussed. At this time, no changes have been performed. This system remains in service. No further adverse patient effects were reported.